Event description:
It was reported that the device was oversensing for about eight hours post implant. Provocative testing was not able to replicate the signal. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which revealed oversensing. On (B)(4) 2010 the device recorded one non-sustained ventricular tachycardia sensed event of less than 220ms.